Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. H6: proposed g-code: mechanical (g04) ¿ stem part sahs1211: visual examination of the returned product identified the humeral stem is conforming to overlays 25-2015-750-11 and 25-2015-755-11 (profile ¿ size). Damage in the form of nicks or gouges are seen at the proximal end. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Upon conclusion of the investigation, no problem was found with the given device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the size 11 stem was sitting proud during implantation and would not seat properly. Another smaller stem was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.